Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the user was unable to authenticate. The technical support specialist checked and found that user account was locked. Guided the user with a solution to connect with the hospital it to unlock the account. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that when using the pyxis anesthesia system the user was unable to authenticate. The customer reported that there was a user bioid login failure. The customer stated that the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.